Manufacturer narrative:
Date of event estimated using the first day of the month in which the device was returned. The device was returned for analysis. Visual inspection revealed the imaging core was broken and had windup beginning at 17.5cm from the distal end of the connector shaft. The imaging window was detached and was not returned for analysis. No damages or failures were observed on the catheter code pcba board assembly.

Event description:
Reportable based on device analysis completed on 20mar2023. The opticross hd imaging catheter was returned for analysis with no allegation against the device. However, device analysis revealed the imaging window was detached.